Event description:
It was reported that the device displayed error 218 (delivery device impedance error) while the patient was under general anesthesia. The procedure was cancelled due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.